Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s complete address was not provided. Reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device had an unspecified malfunction. During service and evaluation, it was observed that the device had a damaged component - bearings, ball bearings fell apart, balls are missing and cage is not present. It was also noted that the extension sleeve was damaged. It was further noted that the device failed pre-test for cutter insertion. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.